Event description:
Hcp reported patient experienced overdose symptoms 48 hours after the pump reservoir was refilled, and this is the second time this has occurred. The pump is programmed to deliver morphine 60mg/ml @ 23/day, and clonidine 1200mcg/ml @ 460mcg/day. The pump dose per/day had to be adjusted down, and the patient covers returned pain with oral medications as the pump dose/day is titrated back up. Troubleshooting has included a catheter dye study which was negative, and a granuloma was ruled out. The drug concentrations have been verified for accuracy/potency. There have been no pump reservoir volume discrepancies. Further troubleshooting is being considered. Additional information has been requested, and a follow up report will be sent when anything new is received.